Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated the user experienced a high blood glucose and alleged the insulin pump was under delivering insulin. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.